Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer reported a blood glucose level of 300-400 mg/dl but stated the elevated blood glucose occurred prior to the alarm 19. Reportedly, the customer had insulin injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs. Based on the analysis, the alleged issue was verified and a different issue was identified.